Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter: date: (B)(6) 2011; inratio: 1.1; retest inratio: 1.9. Results done within 2 hours of each other.